Manufacturer narrative:
Concomitant medical products: t505c23 tissue valve, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been seen in office three months prior, and device longevity showed four years remaining. At a more recent device check, the device was at elective replacement indicator (eri) status. In addition, the device was programmed in a single chamber fixed rate, and there were no battery or lead measurements available. The clinician re-interrogated the device, and it showed over three years longevity remaining. Reprogramming was performed to return the device's original settings. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.